Event description:
I was reported that during surgery, the surgeon tried to impact the liner into the shell and the liner did not lock into place. It is further reported that another unit was available to complete the surgery with only 5 minutes added surgery time. It is further reported that there was no adverse consequences.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.